Event description:
It was reported that battery leakage caused corrosion on the battery contacts. As a result, the epg (external pulse generator) would not turn on. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery flex was corroded. It was also noted that the upper case, battery release, knobs, lead flex cover, lead flex o-ring, battery release spring, battery drawer and battery drawer o-ring were contaminated, the lower case was broken and contaminated, both bail covers were broken, the ring cover, one bail, one case screw and ring were missing, the battery contacts were corroded, the keyboard was scratched and contaminated, and the liquid crystal display (lcd) was missing pixels.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.